Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump had a damaged battery and a loose drive support cap. No further details were provided. The caller was advised to stop using the insulin pump. The insulin pump is out of warranty and will not be returned or replaced.